Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9 percent of the balloons (with a 95 percent confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization." (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). Following the implantation of a non-bsc stent in the proximal rca, a 5.0x15 non-bsc balloon catheter was advanced in an attempt to post-dilate the target lesion but ruptured at 18 atmospheres. The non-bsc balloon catheter was removed and a 5.5mm x 15mm maverick xl balloon catheter was advanced to post-dilate the target lesion. However, the balloon also ruptured on the first inflation at 16 atmospheres for 20 seconds. Intravascular ultrasound (ivus) was performed and confirmed that the lesion and the non-bsc stent were dilated sufficiently, and the procedure was completed. No patient complications were reported and the patient's status was good.